Event description:
Micropaq went into "system error" while on the pt. The cmr runner found the monitor under a blanket, next to the pt's bare leg. The runner noticed that the monitor was very hot and immediately took it off of the pt. The runner then noticed a burn hole in the equipment.